Event description:
It was reported that the battery of the implantable device was suspected to be depleting prematurely as the battery longevity decreased from eight years to five years in a six month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Reportedly, there is also some noise noted on the right ventricular (rv) lead, however, the lead impedances appear to be steady. The rv lead is a non-boston scientific product. The device remains in service and there is no evidence to suggest a device replacement has been scheduled at this time. No adverse patient effects. Additional information received indicates the lead noise could be caused due to being old leads, and the physician reported it was very brief noise oversensed by the device. The device and rv lead replacement has not yet been scheduled. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).